Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was incorrectly evaluated for a false downstream occlusion instead of late detection of a downstream occlusion and the device was not tested for downstream occlusion detection during device evaluation. The device was tested to ensure all release requirements were met during the repair process before returning to the customer.. The downstream occlusion greater than 22 psi was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showed downstream occlusion greater than 22 psi. There was no known patient injury or medical intervention associated with this event. No additional information is available.